Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device temperature display was not displaying the correct temperature. There was no patient involvement and no patient harm.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Investigation summary: the affected device was returned for evaluation. A test hose was attached to the device and a functional test was performed, but the issue could not be reproduced. The device worked properly. The cause is unknown as the equipment worked normally. Based on the reported event, it is assumed that the product's hose was about to come off. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken.